Manufacturer narrative:
The facility reported finding foreign matter in an endoscope during a patient procedure. It is unknown if the foreign matter was from the current patient in which the procedure was being performed or a previous patient, thus there is potential for patient cross-contamination. Medivators field service engineer visited the facility to evaluate the advantage plus automated endoscope reprocessor in which the facility reported the endoscope had been reprocessed in. The fse confirmed the aer was operating according to specification. Medivators clinical education specialist also visited the facility to answer any questions and observe the reprocessing processes at the facility. He reported the facility was following appropriate processes at the time of his visit. The ces reported by the time he visited the facility, infection control and risk management at the facility were aware of the issue. Thus, it is possible the processes he observed were not reflective of the processes which were performed at the time of the reported issue. The facility reported the technician may have not been brushing the endoscopes prior to reprocessing in the aer. Prior to reprocessing the endoscope in the aer, the facility should be manually cleaning the endoscope. Therefore, the foreign matter found in the endoscope indicates the facility was not following appropriate manual cleaning processes. Medivators sales representative and clinical education specialist remain in close contact with the facility. There have been no reports of patient harm. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
The facility reported foreign matter was found in an endoscope during a patient procedure. It is unknown if the foreign matter was from the current patient in which the procedure was being performed, or a previous patient, thus there is potential for patient cross-contamination.